Event description:
It was reported by service report that there were a broken right siderail presenting sharp edges. It is unk if there was pt involvement, however, no adverse consequences are reported.